Event description:
Patient to receive 11cc/hr of dobutrex via IV pump. After 20 minutes, patient and IV were checked. 250cc bag empty, although readout indicated 247cc remaining. Machine was disconnected and evaluated immediately by nursing personnel. Patient was chf upon admission, and subsequently admitted to coronary care unit. Physician followed progress and patient was discharged on 5/21/92device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated, no failure detected and product within specification, none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.